Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included iron. The patient's medical history included gastric bypass in 2005, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, tooth pain, cholecystectomy, laparoscopy, fulguration, hysteroscopy, endometrial biopsy, nephrolithiasis, hydronephrosis, ovarian torsion, herniated disc, other disorders of intestine, gastric bypass, fibroma, duodenal switch, cesarean section, cholecystectomy, internal bleeding, ovarian cystectomy, kidney stones, peptic ulcer disease, left lower quadrant pain, ectopic pregnancy, belly ache, fascial hernia, incarceration, renal calculi, renal colic, retrograde pyelogram, fluoroscopic imaging, phlebolith, heartburn, hypokalemia, anemia, hemorrhoids, esophageal ulceration, gastritis, peptic ulcer disease, bloody diarrhea, bariatric surgery, weight loss, carcinoma, inflammatory bowel disease, rectal haemorrhage, anal haemorrhage, gastritis, gastroduodenitis, haematemesis, pseudotumor cerebri, pyelonephritis, fever, chills, urinary frequency, right lower quadrant pain, inability to work, sleeplessness, rash macular, grimacing, lumbar radiculopathy, fibromyalgia, intervertebral disc disorder, dizziness, palpitations, dumping syndrome, malabsorption, sciatica, discomfort, coccyx pain, ache, volvulus of bowel, displacement of lumbar intervertebral disc without myelopathy, lumbago, multiple allergies, panic attack, gum swelling and gum bleeding. Previously administered products included for an unreported indication: percocet, morphine, levaquin and toradol. Concurrent conditions included abdominal pain, nephrolithiasis, gastric ulcer, iron deficiency anemia, low back pain, stress urinary incontinence, irritable bowel syndrome, crohn's disease, pain in hip, esophageal reflux, anxiety disorder, depression, cramp in lower abdomen, diarrhea, malabsorption, dizzy, weakness, nausea, vomiting, flooding, endometriosis, tiredness, generalised spasm, paraesthesia lower limb, muscle pain, weight loss, obesity, flank pain, gi bleed, epigastric pain, gastric haemorrhage, anemia, rectal bleeding, anxious mood, dysuria, urinary tract infection, hematuria, peptic ulcer, monocytosis, sleepiness, gastritis, hematochezia, night sweats, chills, bloody stool, leg pain, hypertension, depressive disorder, alcohol intoxication, iron deficiency, haematemesis, ileal ulcer, lumbar disc disease, trochanteric bursitis, rhinitis, stress urinary incontinence, knee pain, lumbar facet syndrome, discomfort, anal incontinence, crohn's disease, anorexia, gaseousness, malaise, shortness of breath, hematemesis, leukocytosis, nasal congestion, lumbosacral disc herniation, colon obstruction, lumbar spondylosis, lumbar facet joint syndrome, lumbar spondylosis, pain at rest, pain upon movement, degenerative disc disease, intervertebral disc disorder nos, sacroiliitis and lithotripsy. Family history included breast cancer. Concomitant products included acetylsalicylic acid (aspirin), buspirone hydrochloride (buspar), codeine, cortisone, guaifenesin;sulfamethoxazole;trimethoprim (sulfa + trime + guaifenesina), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin children), ketorolac tromethamine (toradol), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone, vitamin b12 nos and vitamins nos (daily multivitamin). On an unknown date, the patient started iron at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and abdominal pain lower ("right iliac fossa pain"). The patient was treated with surgery (surgery to remove the essure implant,hysterectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, nausea, adenomyosis, endometriosis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, dyspareunia, endometriosis, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: impression: no acute pathology or interval change. Nonspecific bowel gas patiern. Computerised tomogram abdomen - on (B)(6) 2012: impression: 1. Status post gastric bypass. Air-fluid levels in the efferent limb are seen, may represent ileus or less likely mild partial obstruction. This could be assessed with upper g1 as clinically warranted. 2. Post-cholecystectomy and post hysterectomy. 3. Appendix not clearly identified.. Pathology test - on (B)(6) 2008: microscopic diagnosis: a: uterus, supracervical hysterectomy: 1_ proliferative phase endometrium. 2. Adenomyosis. 3. Endometriosis. Gross-the specimen labeled ¿uterus consists of multiple irregularly shaped fragments of a morcetlated uterus. X-ray - in 2005: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, migraine, headaches, nausea, adenomyosis, endometriosis and right iliac fossa pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included iron. The patient's medical history included gastric bypass in 2005, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, tooth pain, cholecystectomy, laparoscopy, fulguration, hysteroscopy, endometrial biopsy, nephrolithiasis, hydronephrosis, ovarian torsion, herniated disc, other disorders of intestine, gastric bypass, fibroma, duodenal switch, cesarean section, cholecystectomy, internal bleeding, ovarian cystectomy, kidney stones, peptic ulcer disease, left lower quadrant pain, ectopic pregnancy, belly ache, fascial hernia, incarceration, renal calculi, renal colic, retrograde pyelogram, fluoroscopic imaging, phlebolith, heartburn, hypokalemia, anemia, hemorrhoids, esophageal ulceration, gastritis, peptic ulcer disease, bloody diarrhea, bariatric surgery, weight loss, carcinoma, inflammatory bowel disease, rectal haemorrhage, anal haemorrhage, gastritis, gastroduodenitis, haematemesis, pseudotumor cerebri, pyelonephritis, fever, chills, urinary frequency, right lower quadrant pain, inability to work, sleeplessness, rash macular, grimacing, lumbar radiculopathy, fibromyalgia, intervertebral disc disorder, dizziness, palpitations, dumping syndrome, malabsorption, sciatica, discomfort, coccyx pain, ache, volvulus of bowel, displacement of lumbar intervertebral disc without myelopathy, lumbago, multiple allergies, panic attack, gum swelling and gum bleeding. Previously administered products included for an unreported indication: percocet, morphine, levaquin and toradol. Concurrent conditions included abdominal pain, nephrolithiasis, gastric ulcer, iron deficiency anemia, low back pain, stress urinary incontinence, irritable bowel syndrome, crohn's disease, pain in hip, esophageal reflux, anxiety disorder, depression, cramp in lower abdomen, diarrhea, malabsorption, dizzy, weakness, nausea, vomiting, flooding, endometriosis, tiredness, generalised spasm, paraesthesia lower limb, muscle pain, weight loss, obesity, flank pain, gi bleed, epigastric pain, gastric haemorrhage, anemia, rectal bleeding, anxious mood, dysuria, urinary tract infection, hematuria, peptic ulcer, monocytosis, sleepiness, gastritis, hematochezia, night sweats, chills, bloody stool, leg pain, hypertension, depressive disorder, alcohol intoxication, iron deficiency, haematemesis, ileal ulcer, lumbar disc disease, trochanteric bursitis, rhinitis, stress urinary incontinence, knee pain, lumbar facet syndrome, discomfort, anal incontinence, crohn's disease, anorexia, gaseousness, malaise, shortness of breath, hematemesis, leukocytosis, nasal congestion, lumbosacral disc herniation, colon obstruction, lumbar spondylosis, lumbar facet joint syndrome, lumbar spondylosis, pain at rest, pain upon movement, degenerative disc disease, intervertebral disc disorder nos, sacroiliitis and lithotripsy. Family history included breast cancer. Concomitant products included acetylsalicylic acid (aspirin), buspirone hydrochloride (buspar), codeine, cortisone, guaifenesin;sulfamethoxazole;trimethoprim (sulfa + trime + guaifenesina), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin children), ketorolac tromethamine (toradol), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone, vitamin b12 nos and vitamins nos (daily multivitamin). On an unknown date, the patient started iron at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), abdominal pain lower ("right iliac fossa pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, nausea, adenomyosis, endometriosis, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: not reported; on (B)(6) 2012: impression: no acute pathology or interval change. Nonspecific bowel gas patiern. Computerised tomogram abdomen - on (B)(6) 2012: impression: 1. Status post gastric bypass. Air-fluid levels in the efferent limb are seen, may represent ileus or less likely mild partial obstruction. This could be assessed with upper g1 as clinically warranted. 2. Post-cholecystectomy and post hysterectomy. 3. Appendix not clearly identified.. Pathology test - on (B)(6) 2008: microscopic diagnosis: a: uterus, supracervical hysterectomy: 1_ proliferative phase endometrium. 2. Adenomyosis. 3. Endometriosis gross-the specimen labeled ¿uterus consists of multiple irregularly shaped fragments of a morcetlated uterus.. X-ray - in 2005: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received. New events abnormal bleeding (vaginal), bladder or urinary problems or changes, dysmenorrhea (cramping) was added. Lab data, reporter was added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2005, vaginal bleeding, menorrhagia, dysmenorrhea, adenomyosis, tooth pain, cholecystectomy, laparoscopy, fulguration, hysteroscopy, endometrial biopsy, nephrolithiasis, hydronephrosis, ovarian torsion, herniated disc, other disorders of intestine, gastric bypass, fibroma, duodenal switch, cesarean section, cholecystectomy, internal bleeding, ovarian cystectomy, kidney stones, peptic ulcer disease, left lower quadrant pain, ectopic pregnancy, belly ache, fascial hernia, incarceration, renal calculi, renal colic, retrograde pyelogram, fluoroscopic imaging, phlebolith, heartburn, hypokalemia, anemia, hemorrhoids, esophageal ulceration, gastritis, peptic ulcer disease, bloody diarrhea, bariatric surgery, weight loss, carcinoma, inflammatory bowel disease, rectal haemorrhage, anal haemorrhage, gastritis, gastroduodenitis, haematemesis, pseudotumor cerebri, pyelonephritis, fever, chills, urinary frequency, right lower quadrant pain, inability to work, sleeplessness, rash macular, grimacing, lumbar radiculopathy, fibromyalgia, intervertebral disc disorder, dizziness, palpitations, dumping syndrome, malabsorption, sciatica, discomfort, coccyx pain, ache, volvulus of bowel, displacement of lumbar intervertebral disc without myelopathy, lumbago, multiple allergies, panic attack, gum swelling and gum bleeding. Previously administered products included for an unreported indication: percocet, morphine, levaquin and toradol. Concurrent conditions included abdominal pain, nephrolithiasis, gastric ulcer, iron deficiency anemia, low back pain, stress urinary incontinence, irritable bowel syndrome, crohn's disease, pain in hip, esophageal reflux, anxiety disorder, depression, cramp in lower abdomen, diarrhea, malabsorption, dizzy, weakness, nausea, vomiting, flooding, endometriosis, tiredness, generalised spasm, paraesthesia lower limb, muscle pain, weight loss, obesity, flank pain, gi bleed, epigastric pain, gastric haemorrhage, anemia, rectal bleeding, anxious mood, dysuria, urinary tract infection, hematuria, peptic ulcer, monocytosis, sleepiness, gastritis, hematochezia, night sweats, chills, bloody stool, leg pain, hypertension, depressive disorder, alcohol intoxication, iron deficiency, haematemesis, ileal ulcer, lumbar disc disease, trochanteric bursitis, rhinitis, stress urinary incontinence, knee pain, lumbar facet syndrome, discomfort, anal incontinence, crohn's disease, anorexia, gaseousness, malaise, shortness of breath, hematemesis, leukocytosis, nasal congestion, lumbosacral disc herniation, colon obstruction, lumbar spondylosis, lumbar facet joint syndrome, lumbar spondylosis, pain at rest, pain upon movement, degenerative disc disease, intervertebral disc disorder nos, sacroiliitis and lithotripsy. Family history included breast cancer. Concomitant products included acetylsalicylic acid (aspirin), buspirone hydrochloride (buspar), codeine, cortisone, guaifenesin;sulfamethoxazole;trimethoprim (sulfa + trime + guaifenesina), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin children), iron, ketorolac tromethamine (toradol), omeprazole (prilosec), oxycodone hydrochloride;paracetamol (percocet), prednisone, vitamin b12 nos and vitamins nos (daily multivitamin). On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), abdominal pain lower ("right iliac fossa pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (supracervical hysterectomy (uterus only), unilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, nausea, adenomyosis, endometriosis, abdominal pain lower, vaginal haemorrhage, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: not reported; on (B)(6)2012: impression: no acute pathology or interval change. Nonspecific bowel gas patiern. Computerised tomogram abdomen - on (B)(6)2012: impression: status post gastric bypass. Air-fluid levels in the efferent limb are seen, may represent ileus or less likely mild partial obstruction. This could be assessed with upper g1 as clinically warranted. Post-cholecystectomy and post hysterectomy. Appendix not clearly identified. Pathology test - on (B)(6)2008: microscopic diagnosis: uterus, supracervical hysterectomy: proliferative phase endometrium. Adenomyosis, endometriosis. Gross-the specimen labeled ¿uterus consists of multiple irregularly shaped fragments of a morcetlated uterus. X-ray - in 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the need for additional surgery incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.